Manufacturer narrative:
The following functional tests were performed: during an onsite repair for an unrelated issue the field service engineer (fse) found the device speaker was defective. The device was used in companion mode before and it could not be confirmed if the device still had sound in standalone mode or if a speaker inop message was displayed. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after the speaker was replaced. The investigation concludes that no further action is required at this time. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During an onsite repair for an unrelated issue a speaker malfunction was discovered. The device was not in use on a patient. There was no report of patient or user harm.